Manufacturer narrative:
(B)(4): neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that the patient underwent spinal fusion on the lumbar region at l3-l5 wherein rhbmp-2/acs was placed from a posterior approach. Post-op, the patient experienced progressively worsening low back pain with radiculopathy in his lower extremities and urinary issues. Reportedly, the patient underwent revision surgery.